Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the low voltage portion of the right ventricular (rv) lead was suspected to be fractured. The lead exhibited high undefined and a spike in pacing impedances. It was further reported that there was loss of rv capture. The lead was capped and replaced by a competitor lead. No patient complications have been reported as a result of this event. It was further reported that a lead integrity alert (lia) triggered. Additionally oversensing, sensing integrity counter (sic), noise, and high thresholds were observed.

Manufacturer narrative:
Continuation of d10: dtpa2qq ICD implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture in the low voltage portion. The lead exhibited impedance issue pacing that was out of range (oor) and high and spike pacing impedance. It was further reported that there were no rv capture issues. The lead was capped and replaced by a competitor lead.

Manufacturer narrative:
Corrected: d9; h6 annex b; h6 annex c; h6 annex d (lead not returned for analysis) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.